Manufacturer narrative:
The following other devices were also listed in this report: size 7 accolade ii 127 deg, cat# 6721-0737; lot# 56599902; delta v-40 ceramic head 36/0, cat# 6570-0-136; lot# 58271903; primary tritanium hemi cluster hole cup 50mm, cat# 502-03-50d; lot# xy77nx; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1; lot# l300n3; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1; lot# ma08w3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Sales rep reported, patient went in for a hip revision due to infection on (B)(6) 2017 but surgeon could not dissociate head from trunnion. Surgeon performed an I&d. Additional information: nothing has been removed from original surgery. They could not disassociate the head from the trunnion. The patient is obese and with the head on they could not access the liner to swap it out.